Manufacturer narrative:
Literature citation: kunogi junichi, sakamoto ryuji, masuda kazuhiro, kawamura naohiro "complications and revision surgery of minimally invasive spinal surgery; complications and strategy of x-stop for lumbar spinal canal stenosis" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in abstract that total of 133 patients with lumbar spinal stenosis underwent surgery to implant interspinous process spacer from 2011 dec to 2014 mar. Out of those 133 patients, one patient experienced spacer back-out.